Event description:
During a diagnostic angiogram, a left main dissection was noted. The patient had undergone diagnostic angiography in 2002 but the physician was unable to clearly visualize the rca. The patient was brought back 4 days later to complete the diagnostic procedure. The physician had modified the distal end of the catheter prior to insertion into the patient. Upon attempting to cannulate the rca, the physician inadvertently torqued the altered catheter into the left main, which caused the dissection. The patient went into ventricular tachycardia and a code was called. The physician successfully inserted an intra-aortic balloon pump and a temporary pacemaker. The patient was also intubated. Approximately one hour later when the patient's heart rate and blood pressure had stabilized, they were taken to the operating room for repair of the dissection. They expired approximately 1/2 hour after being taken to the operating room. It is unknown if an autopsy was performed to determine the cause of death.